Event description:
Healthcare professional reported rupture & capsular contracture, baker grade unknown of unknown side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported rupture & capsular contracture, baker grade unknown of unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and capsular contracture was received on may 26, 2021 with lot number 1609438. Analysis of the returned device identified the weight of the device within specification, crease fold, wear abrasion, red particles in the shell, cloudy in the gel, delamination of valve (<75% partial separation) and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: a delamination partial of orientation dot assessed as an adhesive failure. The unit is not rupture."

Event description:
Healthcare professional reported rupture & capsular contracture, baker grade unknown of unknown side. Device has been explanted.